Event description:
It was reported that a spectrum iq pump did not recognize a closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported "does not recognize closed door" was reproduced. A review of the event history log revealed "shut door-power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower hook and link switch. The lower hook and link switch require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.